Event description:
It was reported on 20nov2018 that the product was used off label by the facility.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 07nov2018. Investigation - evaluation a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The wire guide was returned for evaluation in used and damaged condition. A visual examination showed biological matter present on the mandril and coils of the device. The coil was completely elongated to a length of approximately 62cm, and the length and outer diameter of the coil could not be confirmed to be out of specification due to the damage done to the device. The distal weld is missing from the coil. It is feasible that the distal weld became lodged in the needle since the customer reported that no device fragments remained in the patient. The mandril was exposed and protruding from the coil at approximately 4.4cm from the proximal solder. The distal tip of the mandril was found to be within specification. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. The label attached to the device packaging depicts a warning not to pull the distal spring coil portion of the wire guide through the needle tip, as damage to the wire may occur. A review of the device history record could not be conducted because the lot number is unknown. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause can be traced to the user and a failure to follow instructions. The customer stated that the wire guide was withdrawn through a needle. A product label attached to the packaging warns that withdrawal of the wire guide through a needle may cause unraveling to occur. The customer will be notified of this investigation. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: inventory tech. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a micropuncture access set was used to access the patient's left groin. While attempting to remove the cope mandril wire guide through the stainless steel micropuncture needle, resistance was encountered and the wire guide began to shear and come apart. The entire wire guide was able to be removed successfully and another wire guide of the same type was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.